Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a hyperopic patient underwent lasik surgery, with the intent of the left eye being made slightly myopic for monovision. The left eye achieved more myopia than intended. An enhancement procedure is planned to reduce the amount of myopia.